Manufacturer narrative:
Clinical code: peritoneal leakage of gastric contents. The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30060915 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2021-00082 for the first report. It was reported that the set of stays [sutures] had come dislodged within 24 hours of placement. Per the report, the "tube was moved and patient had gastric leak into peritoneum." Additional information has been requested but not received.